Manufacturer narrative:
Block b3: approximated based on the date of explant.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to inadequate stimulation and implantable pulse generator (ipg) migration. The explanted device will not be returned. No further information has been obtained despite multiple good faith efforts.